Manufacturer narrative:
(B)(4). (B)(6). The device was returned and is currently in the process of being evaluated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured on may 28, 2014 ¿ may 29, 2014. Evaluation summary: the actual device was evaluated. The device was received with approximately 28 ml of fluid in the bladder. Visual inspection of the device did not reveal any abnormalities that could have contributed to the reported condition. A functional flow rate testing was performed by removing the luer cap from the distal luer and flow was observed. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor did not deliver any of its contents. The device was filled with 4000 mg of fluorouracil (non-baxter product) diluted with 16 ml of sodium chloride (non-baxter product) for a total volume of 96 ml. The issue then occurred after the device was connected to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.